Manufacturer narrative:
The investigation determined that a general reagent-related issue with respect to the reported lot can be excluded. Based on the information provided, the event was consistent with a handling/transport issue. The specific cassette/shipment to the customer may have deteriorated during handling or transport. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 (mg2) results from multiple patient samples tested on the cobas 4000 c311 stand alone system. On (B)(6)2023 at midnight, the reporter loaded a new reagent lot of mg. The calibration and the 5-patient lot-to-lot comparison gave acceptable results. However, the qc 1 for the new lot of qc did not pass with a data flag. Qc 1 and qc 3 were rerun for both the new and current lots and the same results were obtained. Reruns using new qc material gave the same results as well. Qc was acceptable for the current lot at all levels. During the afternoon shift, a recalibration was performed with acceptable results. Another patient comparison was performed and 1 of the 5 did not fall within the acceptable limits. Qc 1 was found to be acceptable but qc 3 was 2 standard deviations from the current lot. A qc 1 and qc 3 precision check was performed (5 each) using the patient comparison selection on the analyzer for both levels and they were within 2.5% precision for mg. A 5-patient comparison was set up between the reporter's facility and another facility. The samples all fell within the total allowable error range. On (B)(6)2023, another 10-patient comparison was performed between the reporter's facility and another facility. One of the 10 samples did not fall within the guidelines. The sample was rerun in triplicate at the reporter's facility. The rerun results matched that of the other facility. A comparison test was performed between the tube and aliquoted samples in a cup using 5 samples. Two of these comparisons did not meet the guidelines. The two failed samples were rerun/ the rerun results met the guidelines. The reporter runs the patient samples in duplicate to ensure the guidelines are met prior to reporting the results. However, it is unknown if the initial results were reported outside of the laboratory for the following 3 examples of discrepant results: sample 1 on (B)(6)2023, the initial result pre-calibration was 1.34 mmol/l. The repeat result post-calibration was 0.93 mmol/l. Sample 2 on (B)(6)2023, the initial result pre-calibration was 1.26 mmol/l. The repeat result post-calibration was 0.89 mmol/l. Sample 3 the patient sample was rerun on the analyzer and on a c503. On (B)(6)2023, the initial result from the c311 was 1.08 mmol/l. The first repeat result from the c503 was 0.767 mmol/l. The second repeat result from the c311 was 0.75 mmol/l. The reagent lot number is 67716101. The expiration date is 31-aug-2024.

Manufacturer narrative:
The customer stated that they used a new reagent lot and this resolved the issue. The reagent cassettes with lot number 67716101 were requested for investigation. The investigation is ongoing.